Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed and replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed and replaced in the initial surgery. Section e1: reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during cataract combined with monofocal preloaded intraocular lens (iol) implantation under topical anesthesia, scratches were found on the optical surface of the lens, which affected its use. The use was immediately stopped and lens was replaced with lens of the same model and power. The surgery was successfully completed. No further information available.